Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tube there was blood leakage or other sample leakage and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: during the sample blood, in the moment the vacutainer is insert they splash, and the blood came back. When did the incident occur? During use upon drawing and then inserting vacutainer they splash back not allowing it to be filled.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill and splash back as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tube there was blood leakage or other sample leakage and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: during the sample blood, in the moment the vacutainer is insert they splash, and the blood came back. When did the incident occur? During use upon drawing and then inserting vacutainer they splash back not allowing it to be filled.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.